Event description:
It was reported that the device had an over infusion of methotrexate pf (1.5 gram in sodium chloride 0.9% in 150 ml). During the first hour of infusion 10% of the total dose was given + 7ml primed ns in secondary set + 20 ml primed ns in primary set. The remaining 90% of the dose to be administered over 23 hours. First hour was programed as 150 mg / 15 ml + 27 ml primed tubing volume for a rate of 42 ml/hour. The remaining 23 hours infusion 1350 mg / 135 ml was programmed to infuse over 23 hours at 5.9 ml/hour. However, the actual amount infused was 150 ml over 21 hours and 44 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : b17 - device not returned and c20 - no findings available. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, reason code for no evaluation - if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had an over infusion of methotrexate pf (1.5 gram in sodium chloride 0.9% in150 ml). During the first hour of infusion 10% of the total dose was given + 7ml primed ns in secondary set + 20 ml primed ns in primary set. The remaining 90% of the dose to be administered over 23 hours. First hour was programed as 150 mg / 15 ml + 27 ml primed tubing volume for a rate of 42 ml/hour. The remaining 23 hours infusion 1350 mg / 135 ml was programmed to infuse over 23 hours at 5.9 ml/hour. However, the actual amount infused was 150 ml over 21 hours and 44 minutes. There was patient involvement but no harm.